Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided there is no indication the devices were removed for any reason other than to investigate a possible internal bleed which no internal bleeding or device failure was identified. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, see also 1032347-2015-00493 and -00495.

Event description:
The sales associate reported a revision after an aortic valve replacement (avr) procedure which included an arch resection. It was reported the patient's blood pressure rose to a high level during recovery after the procedure was successfully completed. The patient was believed to be experiencing internal bleeding due to the significant rise in the patient's blood pressure. The sternalock 360 system was removed to evaluate if there indeed was internal bleeding. It was concluded there was no internal bleeding and the sternalock 360 device performed as intended: to secure the sternal halves after the initial procedure and was removable for the exploratory procedure to investigate internal bleeding.